Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that she was in the process of inserting her infusion site therefore the infusion set's adhesive/steel needle detached from the tubing rendered the set unusable. She obtained a new set and inserted it with no issue and resumed insulin successfully. Her blood glucose level was 381 mg/dl at the time of this event. The patient did not notice any damage when the package was first opened. No further information available.